Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("malposition of essure device location of device: left adnexa"), pregnancy with contraceptive device ("pregnant( termination)"), haemorrhage in pregnancy ("spotting resulting in termination of pregnancy.") And genital haemorrhage ("heavy bleeding /abnormal bleeding (general),") in a (B)(6) female patient who had essure inserted (lot no. 628043) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective / failure to occlude fallopian tube"). The patient had a medical history of incomplete abortion, parity 2 and multigravida. Previously administered products included: alesse for an unknown indication. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced myalgia ("muscle pain."). In (B)(6) 2009 she experienced genital haemorrhage (seriousness criterion medically important) and a first episode of pelvic pain ("pain"). In (B)(6) 2009 she experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2010 she experienced pregnancy with contraceptive device (seriousness criterion medically important). On (B)(6) 2016 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and device dislocation (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced haemorrhage in pregnancy (seriousness criterion medically important), a second episode of pelvic pain ("severe pelvic pain/ chronic pelvic pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("cramping "), fungal infection ("yeast infections") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (essue removed on (B)(6) 2016). At the time of the report, the last episode of pelvic pain had not resolved. The outcomes for fallopian tube perforation, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, abdominal pain, back pain, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, fungal infection, myalgia and device expulsion were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, fallopian tube perforation, fungal infection, genital haemorrhage, haemorrhage in pregnancy, heavy menstrual bleeding, myalgia, the first episode of pelvic pain, the second episode of pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure administration. The reporter commented: on (B)(6) 2009, the plaintiff underwent the essure procedure, her physician was only able to place coils in the right fallopian tube. On (B)(6) 2009, patient underwent the essure procedure on the left fallopian tube. She went on to have a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2010: results: confirmed pregnant. *hsg (hysterosalpingogram) test on (B)(6) 2009 showed bilateral occlusion fallopian tubes and successful essure placement. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2020: pif received: event fallopian tube perforation made intervention required due to surgery..essure removal date added. Pregnancy outcome changed to elective abortion from spontaneous abortion. This case is being submitted retrospectively following an internal review. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('malposition of essure device location of device: left adnexa'), pregnancy with contraceptive device ('pregnant( termination)'), haemorrhage in pregnancy ('spotting resulting in termination of pregnancy.') And genital haemorrhage ('heavy bleeding /abnormal bleeding (general),') in a 42-year-old female patient who had essure (batch no. 628043) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to oclude fallopian tube". The patient's medical history included multigravida, parity 2 and incomplete abortion. Previously administered products included for an unreported indication: birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced myalgia ("muscle pain."). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of pelvic pain ("pain"). In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 months 27 days after insertion of essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), the second episode of pelvic pain ("severe pelvic pain/ chronic pelvic pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("cramping "), fungal infection ("yeast infections") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (essue removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, abdominal pain, back pain, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, fungal infection, myalgia and device expulsion outcome was unknown and the last episode of pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, fallopian tube perforation, fungal infection, genital haemorrhage, haemorrhage in pregnancy, heavy menstrual bleeding, myalgia, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2009, the plaintiff underwent the essure procedure, her physician was only able to place coils in the right fallopian tube. On (B)(6) 2009, patient underwent the essure procedure on the left fallopian tube. She went on to have a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: results: confirmed pregnant. Diagnostic results: hsg (hysterosalpingogram) test on (B)(6) 2009 showed bilateral occlusion fallopian tubes and successful essure placement. Lot number: 628043, manufacture date: 2008-08, and expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.